Event description:
Customer reported he was kayaking and flipped over. The insulin was in a bag but it still fell in the water. Customer stated they changed the battery and the device alarmed button error. Customer's blood glucose was unknown. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.